Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during surgery, the threads of the biosure anchor have been broken while inserting in to tibia. No delay or other complications were reported. It is unknown if there was a backup available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product observed that the screw tip has broken off. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the polymer specifications, found that the storage protocols, material specifications, and material tests were appropriately documented. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during acl knee surgery, the threads of the biosure anchor have been broken while inserting in to tibia. A backup device was available to complete the procedure with no delay or other complications.

Manufacturer narrative:
H10: b3: event description updated. H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.